Event description:
Follow-up identified the patient did not like charging the ipg and hence discontinued charging it a while ago. At this time, surgery is not scheduled.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable. As a result, the patient may be awaiting ipg replacement. Additional details have been requested but not yet received.

Event description:
Additional information identified the patient's ipg was deemed inoperable. Surgical intervention may occur later to address the issue.